Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. Foreign material cannot be removed even if the correct reprocess is performed due to the buckling of each channel or nozzle (the gap on the insertion section or the boot). It was confirmed that the pipe cleaner used for reprocessing got stuck. No abnormality of the device was observed in the channel mount unit. A root cause could not be identified for the reported event of ¿deep cut on the probe unit¿. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. The instruction manual identifies the following chapters which could have prevented the phenomenon: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection and sterilization procedures. Chapter 8 cleaning and disinfection equipment. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, ultrasonic gastrovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was a lifting part on the probe unit that reached to the hard part under the pink probe coating and the channel mount had foreign objects. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process, in addition to there being a lifting part on the probe unit that reached to the hard part under the pink probe coating and foreign objects in the channel mount, additional findings were as follows: due to wear of forceps elevator lever, up/down knob could not be locked securely; air/water cylinder had discoloration; charged coupled device (ccd) unit was the position of ccd cable limited length for repair; due to clogging of the channel tube, the suction function did not work at all; acoustic lens was damaged; due to wear of angle wire, the play of up/down knob was out of standard value; adhesive on bending section cover had wear; due to wear of angle wire, the play of right/left knob was out of the standard value; and due to wear of angle wire, bending angle in up/down direction did not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.